Event description:
During servicing of belt sn (B)(4) for an unrelated issue, a reportable event was found. Upon investigation, the belt was unable to complete incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an exposed pulse wire in the cable connecting the distribution node (dn) to rear therapy electrode (te). The exposed wire caused a short on the dn pca. The root cause for the exposed wire could not be positively identified. No adverse event resulted from the defective electrode belt.